Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s device was causing more problems than it was doing good. It was reported that when the patient turns the stimulation up to where it helps, the patient can¿t walk because their legs tremble. It was reported that the gets shocked by the device. It was clarified that the shocking wasn¿t too bad, but the patient was nervous about it all the time. It was also reported that the patient gets leg cramps all night. It was noted that the patient was very pleased with the trial, but the implant never helped the patient. The patient turned off the stimulation and was doing better without it on. The patient was re-directed to their healthcare provider (hcp). No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that when they would turn up the stimulation, it would help their back but it would make their legs tremble. The patient reported that they would have to turn the stimulation back down. The patient trembling and cramps were resolved after the patient turned the ins off on (B)(6) 2019. The patient mentioned that they had been getting nervous and getting headaches and had no energy at all. No further complications are anticipated.